Event description:
Product was provided for investigation. Confirmation of the complaint was not confirmed, via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).